Event description:
Device 2 of 2. Device MFR report: 1627487-2013-17259. It was reported during the pt's scs ipg replacement procedure (reference MFR report: 1627487-2013-15848), the physician had difficulty advancing both of the scs lead tails into the port of the eon mini (new ipg). Subsequently, one of the leads became kinked and had invalid impedance values; however, effective stimulation was achieved with programming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.